Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported patient underwent right total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2014 due to dislocation.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent right total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2014 due to dislocation. Additional information received from a sales representative noted that the patient underwent right total hip arthroplasty on (B)(6) 2002 and the right hip revision on (B)(6) 2014 was due to a patient fall. During the revision procedure it was noted that a competitor's acetabular liner had shifted. The biomet head and competitor's liner were removed and replaced with a biomet head and a competitor's acetabular system.